Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. Additional information was received indicating that the patient received inappropriate therapy. Journal article also reports noise, oversensing and variable pacing impedance.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary proximal conductor fractured; full lead analyzed. Journal article referencing event is 'early failure of a small-diameter high-voltage implantable cardioverter-defibrillator lead'. Hauser, robert g. Et. Al., heart rhythm, vol 4, no 7, 2007. Pgs 892-896. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. Additional information was received indicating that the patient received inappropriate therapy. Journal article also reports noise, oversensing and variable pacing impedance. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) lead conductor device was out of specification in a manner that relates to event nterference oversensing shock, inappropriate.